Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device explant procedure, atrial and rv lead failure issue was observed. The atrial and rv leads were removed from the device. Suture sleeve damage was observed the both leads were cut in half due the ribs slicking the leads. The suture sleeves were also cut by the pocket and were laying in the pocket in pieces. Both leads were damaged by cartilage formed in the sub-muscular pocket. Both lead was successfully explanted. The pocket was carefully debrided of all material and the fibrinous capsule was carefully exercised. Patient was stable post procedure.